Manufacturer narrative:
Device remains implanted in patient. No product will be returned for evaluation. This is the final report.

Event description:
The patient reported a headache after surgery. It was determined that the patient's dura was punctured during the implant procedure. The surgeon applied a blood patch. The patient is reportedly doing better.